Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) safety disc needs to be replaced and displayed a message "safety disk replacement due" on user screen. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) safety disc needs to be replaced.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found the safety disk which cycles over 6000000. After that the fse had replaced the assembly, safety disk which had completed all the functional and safety tests as per factory specifications.

Event description:
N/a